Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. Followup with the complainant has been conducted for the lot number, and the information is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Attune mes sizing/rot gde is broken.

Manufacturer narrative:
The complaint states x2 broken attune mes sizing/rot gde the photos confirmed the failure mode as reported it should be noted that the material of the locking knob has now been changed to avaspire which is a glass filled material which is less susceptible to residual stress and resists propagation of cracks ((B)(4)). The root cause is attributed to product design. The complaint shall be closed with a justified conclusion; it will be entered into the complaint database and monitored through trend analysis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.